Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(6) devices were received for evaluation; 8 events were confirmed during testing. (B)(6) devices were found to have fractured components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device disassembled. 1 event had patient involvement with no patient impact. Seven reported events had no known patient involvement or patient impact.